Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the foreign material, crack of the light guide lens, or chipping of the adhesive around the object lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited white foreign material in the air/water cylinder and air/water tube, the light guide lens had a crack and the adhesive around the objective lens had a chip. There was no patient involvement.